Event description:
Report from customer that the needle from an injectable emg needle electrode broke in patient's arm near the hub during a limb dystonia procedure and was retained in the tissue. A decision was made by the medical staff not to perform any intervention to retrieve the needle from the patient.

Manufacturer narrative:
Manufacturer has requested return of the device that failed for evaluation of possible root cause(s) of the failure of the device. Initially, the reporter of the event indicated that the device could not be sent back since it was being evaluated by the risk management team. The dr. Has requested that further evaluation of the failure be conducted, so (B)(4)was contacted on (B)(4) 2014 that the device will be returned . (B)(4) was also notified on (B)(4) 2014 that this event was reported to the FDA. Updates regarding this incident will be submitted when available. (B)(4).